Manufacturer narrative:
An investigation was performed using the system logs and a functional evaluation of the monitor. The investigation confirms that the passport 17m monitor generated audible alarms for "low spo2" and "spo2 desat".

Event description:
It was reported that on (B)(6) 2022, at 17:49 pm, the spo2 level dropped to 40 on a patient monitored in ICU room 4. Both "low spo2" and "spo2 desat" alarms occurred at the central station but there was no alarm noted at the passport 17m monitor. It was reported that the patient expired.